Event description:
It was reported that "the catheter could not go through due to its component material is too soft". There was "bad functioning of the catheter, hematoma, infection at the outcome place and bacteria".